Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check electrode belt and check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt, check therapy electrode messages) was confirmed. Upon investigation the trunk cable connector was cracked and the white (driven ground) wire was open inside of the connector. The open wire caused the reported electrode belt alarms. The root cause for the broken connector and open wire could not be positively identified but was likely physical abuse. No adverse event resulted from the broken trunk cable connector and open driven ground wire. The pt received a replacement electrode belt.